Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v662598, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a return of urinary symptoms and no longer felt stimulation. The patient had urinary frequency due to a sudden change in therapy or symptoms in (B)(6) 2015. The patient's family member saw the poor communication screen on the patient programmer on (B)(6) 2015. They used the antenna with the programmer. The programmer wouldn't do telemetry with the antenna. The patient's family member got a new patient programmer, but they tried the old antenna with it and still got no connection. They tried with the programmer itself and still got the poor communication screen. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.